Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g4, g7, h1, h2, h3, h6, h9, h10. Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of the returned no flaring or compression of dovetail feature visible. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the articular surface was not mating with tibial plate. The surgeon tried to insert the articular surface several times. Another device was able to be used to complete the surgery. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: femur cemented cruciate retaining (cr) catalog # 42502605601 lot # 66196480. Articular surface catalog # 42512000410 lot # 66558501. Tibia cemented catalog # 42532006701 lot # 66582042. All-poly patella catalog # 42540200032 lot # 66254622. G2: japan. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.